Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced the hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. Customer¿s mother declined high blood glucose troubleshoot. The customer stated that bent cannula happen after the tape was not sticking. The device will not be returned for the analysis.